Event description:
It was reported by a service report that there was no power to the mattress. Service investigation confirmed torn power cord. No patient or user involvement. No adverse consequences have been reported. Event date was approximated.